Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. The customer's blood glucose value was 205 mg/dl. The customer was also reported the insulin pump had red x. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a white screen with a huge gray spot on the right half due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.